Manufacturer narrative:
The device was not in use on a patient when the event occurred. No patient harm or injury reported. The data acquisition (da) pcba and solenoid valves #1 and #2 were retuned for failure investigation. Visual inspection of the (da) pcba, solenoid valve #1 and solenoid valve #2 revealed no evidence of damage or contamination. The (da) pcba, solenoid valve #1 and solenoid valve #2 were tested and no failures were identified.

Manufacturer narrative:
Based upon the information provided, it is unknown if the unit was in use on a patient at the time of the reported event, however, no patient harm or injury were reported.

Event description:
It was reported to philips by a customer that the unit had a proximal pressure sensor autozero error code. Based upon the information provided, it is unknown if the unit was in use on a patient at the time of the reported event, however, no patient harm or injury were reported. The device was evaluated remotely by a philips remote service engineer (rse). Upon further inspection and review of the device, the customer had an error code 110b. The customer stated he checked the pin from the solenoid and they are inserted properly. The rse recommended to replace the da pcb and solenoid. The customer could not wait for an onsite service. He would repair the unit if the parts are shipped asap. The customer emailed back and stated he installed the da pcba and the 2 autozero solenoids and the issue was solved. The customer performed a pm service and all test passed successfully. The customer emailed back and stated he installed the da pcba and the 2 autozero solenoids and the issue was solved. The customer performed a pm service and all test passed successfully.